Event description:
Device issue: none. Adverse event (ae): visual field deficit. Time of ae: post procedure. It was reported via trial that 3 days post successful stent implantation in the right internal carotid artery, the pt experienced intermittent blurred vision in the left lower visual quadrant. Carotid ultrasound, done on (B)(6) 2010, showed a pt stent. At that time, the physician felt the blurred vision was unrelated to the stent and no treatment was given. However, the intermittent blurred vision persisted 30 days post procedure. Although requested no additional info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of neurological deficit/dysfunction, and visual disturbances are known adverse events listed in the xact instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.